Event description:
It was reported this patient with tracheobronchial carcinoma underwent tracheobronchial stent placement in 2000. Approximately one year and four months later (in 2001), the patient was seen for a routine examination by the physician. The patient did not present with symptoms. An endoscopic examination revealed the stent had fractured. The stent was removed and another stent was placed at the same time. There was no injury or complication reported for this patient. The device is not available for evaluation by this manufacturer. Therefore, no failure analysis is available and the company is unable to determine the cause for this event. It should be noted that the device was beyond the expiration date when implanted.